Event description:
Drain that was placed in patient cracked and needed to be removed. Decision was not to replace for the time being.

Manufacturer narrative:
The following elements have blank data.

Event description:
Drain that was placed in patient cracked and needed to be removed. Decision was not to replace for the time being.